Event description:
The customer reported the thunderbeat surgical instrument's tip broke off in half and fell into the abdominal cavity during a laparoscopic hysterectomy. Initially, the thunderbeat reported a malfunction. The tip did not hit metal and was not crusted, but was in normal use. Nothing was visible externally. The thunderbeat machine was turned off and restarted. The procedure continued normally for a short time until the message came back that the tip was damaged. When the handpiece was out of the abdominal cavity, it was noticed that one half of the tip had broken off and fallen into the abdominal cavity. The piece of the tip was easily found and removed. This resulted in a delay in the procedure of 30 minutes. The procedure was completed using a back up device. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.